Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that the drive position of the mira-I cs retractor system along the sternum sticks up a large amount when the retractor is engaged. Once the retractor is engaged the blades angle towards each other.